Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a remaining longevity of approximately three years, which was less than expected. It was noted that there had been no programming changes; however, the consumption was indicating a 250% of normal usage. A memory dump was performed and returned for analysis. Technical services (ts) calculated the remaining longevity using parameters derived from the memory dump data. The expected longevity under the scenario was approximately 7 years. Battery diagnostics indicated that this device is steadily drawing approximately 150 uw of power over the past (B)(6) days. This power is in excess of the expectation of approximately 70uw; therefore, this device may be subject to a premature battery depletion condition. The battery status indicators are functioning correctly. Should this current draw remain constant, the device will last the indicated period on the programmer screen. Ts recommended either to follow the condition closely via latitude or to replace the device and return for a detailed analysis. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device continued to exhibit a higher than expected power consumption, and premature battery depletion was observed. The device also recorded intermittent noise across the right atrial (ra), right ventricular (rv) and shock channels. It was noted that the patient did not have an atrial lead implanted and the atrial port was capped. Boston scientific technical services (ts) discussed that noise across all three channels could be electromagnetic interference or a header issue. The device was subsequently explanted and was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impressions from the lead seal rings in the lead barrels confirmed the rv and lv leads were fully inserted into the device header. Noise was not able to be produced during electrical and functional testing. The cause of the noise in the stored episodes could not be determined. Additional testing was then performed to determine the cause of the higher than expected power consumption and premature battery depletion. The titanium case was opened and visual inspection noted no irregularities. Testing confirmed the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device malfunction was identified during analysis. Despite exhaustive analysis, we were unable to ascertain the root cause of the premature battery depletion.